Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 27mm 3000tfx aortic valve, implanted for nine (9) years and two (2) months, had a valve-in-valve procedure postponed due to clot in lv. No other details provided.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections d4 (expiration date), h4, h6 (type of investigation, investigation findings, investigation conclusions). Attempts to obtain additional information were made. There has been no response at this time. There is currently insufficient information to determine the root cause of this event. It is unknown if patient and/or procedure related factors may have caused or contributed to this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.